Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient into the operating room, opened the neck incision, and found bleeding from the subcutaneous fat venous. Physician cauterized the area, irrigated the hematoma, and closed.